Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 108 mg/dl at the time of incident. The customer stated the pump alarmed no delivery and changed the infusion set but 20 minutes later the pump alarmed no delivery again. The customer does not mention no delivery after changing the reservoir. The reservoir will be returned for analysis.